Event description:
It was reported that the patient was no longer receiving stimulation in her spine, but it was in her thigh instead. The patient had two additional slipped discs in september or (B)(6) 2011, causing her pain pattern to change. The patient had an appointment with her physician for a monday, but it was not clear which date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).